Event description:
Fatigue, breast pain; I've had silicone implants for 10 yrs. Yr 8, started with muscle aches, palpitations, breast burning sensation, pain, insomnia. Severe back pain. All laboratory data was normal, spine MRI normal among many other exams. Removed my breast implants in 2020 which has resolved most of my symptoms. I was never informed of possible complications including rejection, illness from an implanted device. Should be mandatory the patient education and risk listed after discussion including breast implant illness. We need more funding and data to study bii. So many women are suffering because of the lack of education with regards to possible complications. Please breast implant illness should be part of the informed consent. Most surgeons brush it off or down play it down. I wished someone had truly explained all the complications that can arise from breast implants. FDA safety report ID # (B)(4).